Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. Based on the operative dictation it appears the non-bard/davol "retropubic vaginal tape" was only removed in the 2015 procedure. The operative details are limited and there is no mention of the davol flat mesh. The patient's legal fact sheet alleges the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2005 - patient was diagnosed with uterovaginal prolapse, stress urinary incontinence and underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy, moschowitz procedure, colposacropexy with implant of a bard/davol flat mesh and vaginal implant of a non-bard/davol subfascial hammock for retropubic transudative sling for stress urinary incontinence. Operative dictation notes the patient had multiple adhesions which were taken down during this procedure. (B)(6) 2015 - patient was diagnosed with vaginal pain secondary to retropubic tension-free vaginal tape and underwent removal of "retropubic vaginal tape." The patient's legal fact sheet alleges the patient experienced pain, infection, prolapse, scarring and additional surgical invasive procedure.